Event description:
Southern strands hair/tanning salon in (B)(6) my family has been customers for different services for years. They had recently got new tanning beds for the customers which my sister used regularly and mother started on this date. Normal circumstance as every year my mother was in the bed less than 10 minutes and burned severely as was my sister again less than 10 min, this was not your normal sun burn it was local areas and severe. My sister healing as normal healthy person should; by (B)(6) 2023 she was still not healed and she needed physician help with medication as she had 2nd degree burns. My mother on the other hand whom is older (65) diabetic had 2nd and 3rd degree burns and rushed to urgent care then transported from their to (B)(6) critical care burn unit where she stayed (B)(6) 2023. Released with home wound care and physical therapy after very invasive life treatment of scrubbing, physical therapy and wound treatments. On (B)(6) 2023 she was out only 15 hrs before she had medical emergency not alert, unable to walk, appear to be going into shock, when ambulance was called she is now back admitted to (B)(6). During the first stay every physician and nurse advised my family to reach out to this business owner as it could very well be public health hazard and others are suffering from possible malfunction in the new bed or other reasons. My mother had my sister called and it was met with resistance and taken personal and hung up on. We are unsure if these beds are still in order and how many others may be getting these burns from this product that could cost someone their life as it is a possibility for my own mother still. This matter needs to be taken seriously and we do not know who to turn to. Many test and treatments have been done critical care treatment for week, back a second time CT, ekgs, life threatening care for more than a week. Ref report: mw5117577.